Manufacturer narrative:
Lot number cannot be verified in the synthes system. Date of manufacture cannot be found at this time. Without a verified lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Distributor reported to anspach service and repair: the small battery drive has slow rotation speeds. No additional information was provided. This is 1 of 1 report for complaint (B)(4).